Event description:
Procedure type: sigmoidectomy. According to the rptr: during the colorectal anastomosis, the device stapled only the posterior part. The anterior part was open into the pt's cavity. Bacterial contamination of the pt's cavity occurred. The surgeon had to do a rectal re-cut.

Manufacturer narrative:
(B)(4).